Manufacturer narrative:
H10: five of the originally reported 8 malfunctions was reassessed and determined to be reportable as serious injuries under emdrs 2020394-2019-01170, 2020394-2019-03688, 2020394-2019-03380, and 2020394-2020-06469 and emdr child rec (B)(4). H10: the lot number was provided for all three malfunctions; therefore, lot history reviews were performed. The sample was not returned for all malfunctions, however medical records and images were provided for each malfunction. Two investigations that provided medical records are confirmed for perforation and one malfunctions did not identify perforation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the events indicated that model md800f vena cava filter allegedly perforated. These reports were received from various sources. Of the three malfunctions, all involved patients with no reported patient injury. Two patients were reported as female and one as male. The patients were in the range of 38 to 57 years old. One patient was reported to weigh 231 lbs. All other patient information was not provided.

Manufacturer narrative:
H10: three of the originally reported 8 malfunctions was reassessed and determined to be reportable as serious injuries under emdrs 2020394-2019-01170, 2020394-2019-03688, 2020394-2019-03380. H10: of the remaining 5 malfunctions, the lot number was provided for 1 out of five malfunctions, therefore a lot history review was performed. The sample was not returned for all malfunctions, however medical records were provided for 2 malfunctions. One malfunction confirmed for perforation and the other malfunction was inconclusive for perforation. The remaining 3 malfunctions are inconclusive as they did not provide any objective evidence for review. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the events indicated that model md800f vena cava filter allegedly perforated. These reports were received from various sources. Of the five events, all involved patients with no reported patient injury. Out of the five patients, two are male and one patient is 57 years old. The age, weight and sex of the rest of the patients were unknown.

Manufacturer narrative:
H10: four of the originally reported 8 malfunctions was reassessed and determined to be reportable as serious injuries under emdrs 2020394-2019-01170, 2020394-2019-03688, 2020394-2019-03380, and 2020394-2020-06469. H10: of the remaining 4 malfunctions, the lot number was provided for 2 of them, therefore a lot history review was performed. The sample was not returned for all malfunctions, however medical records and images were provided for 2 malfunctions. Both investigations that provided medical records were confirmed for perforation and the two malfunctions that did not provide medical records were inconclusive. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4 h11: b5, d4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the events indicated that model md800f vena cava filter allegedly perforated. These reports were received from various sources. Of the four events, all involved patients with no reported patient injury. The patients were reported to be one male and of age 57 and one female of age 38, the age, weight and sex of the other patients were not provided.

Manufacturer narrative:
H10: of the nine reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2019-01170. Additionally, of the nine reported malfunctions, one further identified migration of device. One lot number was provided, and a lot history review will be performed. For the reported malfunctions, the samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation for the reported malfunctions is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes nine malfunction events. A review of the events indicated that model md800f vena cava filter allegedly perforated. These reports were received from various sources. Of the nine events, all involved patients with no reported patient injury. The patients' age, weight and gender were not provided.

Manufacturer narrative:
For the nine reported events, the samples were not returned to the manufacturer for inspection/evaluation. For the nine reported events, eight lot numbers for the devices were not provided, manufacturing reviews could not be performed. One of the nine events provided a lot number and a manufacturing review will be performed. Therefore, the investigation of the reported events are inconclusive. Based upon the available information, the definitive root cause for this events are unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes nine malfunction events. A review of the events indicated that model md800f vena cava filter allegedly perforated. These reports were received from various sources. Of the nine events, all involved patients with no reported patient injury. The patients' age, weight and gender were not provided.